Event description:
The customer reported that the centrifuge ring leaked 15 to 20 minutes into the procedure. The loss of the kit prevented the blood return to the patient. No medical intervention was necessary for this event. The patient ID, age, and weight are not available per the customer. The disposable set is not available for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Historically, a channel leak can be due to a misload of the channel (if not fully inserted into the filler, the channel can rise up and rub against the centrifuge arm), an incomplete bond, a welding issue, or a breakage at a tubing bond. All channels are 100% leak tested during manufacturing (with a validated leak testing apparatus)in order to minimize the likelihood of this type of occurrence.